Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 44, code j, taper 18/20, catalog no# 0100181440 ; lot no# 2417566; metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog no# 0100185146 ; lot no# 2469202; modular femoral stem, catalog no# 00771301000 ; lot no# 60982493; therapy date : (B)(6) 2018. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time. (B)(4)..

Event description:
Patient was implanted on the left side and underwent revision surgery due to loosening, pain, synovitis, fluid collection, elevated metal ion levels.

Event description:
Patient was implanted on the left side and underwent revision surgery due to corrosion, pseudotumor, loosening, pain, synovitis, fluid collection, elevated metal ion levels.

Manufacturer narrative:
Additional information which was received on aug 14, 2018. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).